Manufacturer narrative:
H3: product analysis found no fault with the device. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Codes applicable are fdm b01, fdr c19, fdc d14, d1102. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: product analysis could not duplicate the customer's issue regarding "not working properly" not stimulating the nerve when activated. However, the unit came in with bent clips. H6: previously applied codes fdm b21, fdr c21, fdc d16, img g02005 are no longer applicable. Codes applicable are fdm b01, fdr c070601, fdc d1102, img g0405204. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a case, nim3.0 machine stimulating nerve when not activated and not stimulating the nerve when activated. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.